Event description:
It was reported an ongoing issue that the pump battery was depleting quickly resulting in the pump shutting off which ultimately resulted in the customer reporting to the emergency room on (B)(6) 2025 and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 603 mg/dl, and a high ketone level identified as dangerous by healthcare provider. Additionally, customer had a pulmonary embolism that caused breathing difficulties. The customer received treatment including electrolytes, glucose strips, sodium chloride, magnesium, and potassium, which resolved the issue. Customer was discharged from the ICU (B)(6) 2025 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.